Event description:
It was reported that a patient presented for a generator upgrade. The left ventricular (lv) was previously deactivated due to loss of capture and out of range impedance. During the procedure, the physician noted that the lv lead had clavicular crush. The physician elected to explant the lv lead. There were no patient consequences.

Manufacturer narrative:
The reported events of loss of capture, impedance anomaly, and clavicle crush were confirmed. Visual and x-ray examinations of the lead found clavicle crush damaging the lead insulation and fracturing all the inner coil filars distal to the suture sleeve tie impression. The cause of the reported events of loss of capture and impedance anomaly was isolated to the clavicle crush fracturing all the filars of the inner coil.